Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was delivering double the amount of insulin requested. There was no reported impact to customer¿s blood glucose. As the contact did not have the pump at the time of the report, tandem technical support was unable to perform a pump system check. Tandem quality engineer confirmed that the pump data was not uploaded for review. Although multiple attempts were made by tandem technical support to obtain additional information, contact/customer did not reply.